Event description:
It was reported during a laparoscopic gynecological procedure while using a 511s trocar the device would not engage. The red lever would not stay down. A new trocar was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Device-a: the product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, ab)conforming; desufflation lever condition, ab)conforming; inner gasket condition, ab)conforming; latch condition, ab)conforming; obturator condition, ab)conforming; outer gasket condition, ab)conforming; reset button condition, ab)conforming; sleeve condition, ab)conforming; stopcock condition, ab)conforming and trocar condition, ab)conforming. Functional tests & results: does safety shield retract, ab)nonconforming; flapper door functional, ab)conforming and lockout functional, ab)conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was confirmed that the reported "red lever would not stay down" during surgery occurred. Two instruments were received in good condition. The devices were examined and would not arm as received. The obturator handle welds were measured and found to be skewed. The obturator handle is welded during the assembly process.